Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the engineer found that the felxvision pc was not starting. To resolve the issue, the engineer replaced the flexvision pc. Upon replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.